Event description:
I had a reaction to mastisol following a foot surgery. During a post-op appointment three days after surgery, we noticed blisters around my foot. My doctor prescribed an antibiotic. The blisters continued to get worse for a few days. At an additional post-op appointment, my doctor prescribed a steroid and topical cream. The blisters started to get better (no new blisters) day 8 postsurgery. My skin is still discolored and old blisters have continued to fill.